Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube . The following information was provided by the initial reporter. The customer stated: "we are experiencing the tubes "blowing off" the vacutainer device when being connected.". Additional information received: the tubes are pushing off the holder when drawing blood. The customer is using both straight needles and winged sets.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube the stopper pops out of the tube . The following information was provided by the initial reporter. The customer stated: "we are experiencing the tubes "blowing off" the vacutainer device when being connected." Additional information received: the tubes are pushing off the holder when drawing blood. The customer is using both straight needles and winged sets.